Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to request help programming the insulin pump and also reported they had a low blood glucose reading. The customer's blood glucose reading was 32 mg/dl. The customer declined to troubleshoot his low reading. Customer was assisted with programming their device. Nothing was replaced or returned.